Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a loss of therapy following a direct fall on her ipg and the patient stopped charging their ipg. In turn, the ipg became inoperable. As such, the patient was no longer able to communicate with her ipg. Surgical intervention may be taken at a later date to address this issue.

Event description:
Follow up information stated the ipg was replaced on (B)(6) 2018. Patient therapy was restored post-op.